Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. While prepping for the case, upon flushing the vizigo sheath and inserting the dilator, there was resistance, however, the dilator was able to be advanced. The reporter noted that there was a lot of backflow and "seems like a bad hemostatic valve." The vizigo sheath was replaced and they were able to continue with the procedure. Additional information: given that there was back bleed it seemed the valve made most sense. The hemostasis valve (gasket) was not visibly broken into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was na. Resistance with sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. While prepping for the case, upon flushing the vizigo sheath and inserting the dilator, there was resistance, however, the dilator was able to be advanced. The reporter noted that there was a lot of backflow and "seems like a bad hemostatic valve." The vizigo sheath was replaced and they were able to continue with the procedure. Device evaluation details: visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Both issues experiences by the customer could be related to this finding. Due to the conditions observed in the hemostatic valve, an internal action was opened. A device history record was performed for the finished device 00001601 number, and no internal action related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)